Event description:
A call center ticket was logged with the following text: "repair" which could possibly indicate a malfunction that could impact the use of a life-saving function. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.